Event description:
It was reported via phone call, that the customer was having issues filling the tubing and priming due to the plunger not moving. An occlusion was also reported. Customer's blood glucose level at time was 123mg/dl. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used reservoirs performed pre-fill reservoirs test. The reservoirs failed per inspection found reservoir transfer guard needle occluded.